Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent dislodgement inside the patient occurred. The target lesion was located in the left anterior descending artery. A 2.50x16mm promus premier drug eluting stent was advanced to treat the lesion. However, during procedure, as the physician was actually pulling the whole delivery system out of the patient, the stent came off the balloon. The physician went in and retrieved the stent with a snare and nothing was left inside the patient. The procedure was completed with another of the same device. No further patient complications were reported and the patient's status was fine.